Event description:
(B)(6) study. It was reported that 354 days after a carotid artery stenting procedure in-stent restenosis was discovered. The lesion being treated was a 7mm, 85% stenosed, 14mm long portion of the left proximal internal carotid artery. The physician treated the lesion with predilatation and placement of a filterwire ex, and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 5%. The pt was discharged 3 days later. Three hundred and fifty four days after the index procedure the pt was seen for a 12-month follow-up visit. A 12 month required ultrasound indicated a 60% target lesion stenosis and in-stent restenosis. There was a significant velocity increase in the proximal, mid and distal lica within the stent (ica/cca ratio indicating a stenosis of greater than 70%). The site also reported that per angio, the lica had a patent stent with possibly 10% in stent restenosis. (No significant findings.) Proximal to the stent there was mild plaquing of maybe 20%. Eight days later the event was resolved without residual effects. In the opinion of the physician the relationship of the restenosis to the nexstent is possible.

Manufacturer narrative:
There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. As no device was received for analysis it is not possible to perform any inspections on the device. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).